Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon used, what he referred to as, a vascular load (egia and tristaple) across the inferior pulmonary vein (fired flush with atrium). He said there was a segment near the middle of staple line that did not deploy. As a result there was perfuse bleeding from the non-stapled segment of the staple line. The surgeon controlled the bleeding and closed the defect sutures. The patient is currently well and has been discharged. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracotomy. Controlled bleeding. A 50cc of blood loss due to this.